Manufacturer narrative:
Product analysis: the error was confirmed. A display wire was found to be pinched, with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was starting up with an error. It was noted that the batteries were replaced, and the epg's power was cycled, but the issue persisted. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.